Event description:
The patient presented to the hospital after receiving a notifier. Upon interrogation of the device, the impedance of the right ventricular lead was noted to be high. The lead was capped and replaced and the patient was stable.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
The patient presented to the hospital after receiving a device notifier. Upon interrogation of the device, the impedance of the right ventricular lead was noted to be high. Revision of the lead is anticipated and the patient was stable.